Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead had perforated the ventricle in the original position. The lead was repositioned to a new location successfully without complications. No new hardware was implanted. Should additional information become available, this event will be updated.